Event description:
The sales rep was not present but was told, approx ten mins into surgery, the greasy substance was noticed coming off of the blade in the joint. No other info available at this time.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)